Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review found related failures. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and it was noted that the rubber pad was missing from the mounting post. The positioning lock was bent. A functional test revealed that the mounting post could not be properly adjusted because of the missing rubber pad. The complaint was verified. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, an inadvertent misplacement of the rubber pad.

Event description:
It was reported that the holder leg was bent and it was missing a piece; hence, it was not locking in position. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.